Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified for the screen on/ quick bolus button. The usb issue could not be completed as the usb cable was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button had stopped functioning. In addition, the customer experienced difficulty illuminating the pump screen with the tandem usb cable. Customer used an alternate usb cable and confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was 400 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.